Event description:
During procedure, davinci vessel sealer shot an error message that read "blade exposed." The product was taken off of the operating room field and another product was opened. The case was completed without incident.